Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, at the time of firing, after activating the green button, the player failed to fire the load. They replaced the load to complete the case. There was no patient injury.